Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient was administered doxycycline that stopped on (B)(6) 2019. The therapy was changed to cefepime from (B)(6) 2019 and remains on levofloxacin indefinitely. No additional information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject developed significant pain and drainage from drive line exit site prior to the week of (B)(6) 2019. Subject had acute onset of additional redness, pain, and purulent drainage. Given the acuity of the infection and the appearance of the exit site, an infectious disease doctor decided to obtain labs, obtain blood cultures, and complete a CT to evaluate for abscess. In the meantime, subject was started on empiric levofloxacin and doxycycline while awaiting cultures. The wound culture was positive for pseudomonas aeruginosa, and blood culture was negative. Based on these results, plans were made to continue levofloxacin, stop doxycycline, place PICC, and start cefepime 2g IV q8h. Subject was admitted to the hospital specifically for PICC placement on (B)(6) 2019. No additional information was reported.